Event description:
Reporter calling, stating she is the materials manager at (B)(6). Reporter states their office received a safety notification letter regarding a 3m surgical clipper blade assembly. Reporter states there are no injuries associated with the surgical clipper blade use, she is simply calling to report that they received this safety notice from 3m.